Manufacturer narrative:
B5: updated. D11: added.

Event description:
It was reported that on (B)(6), 2015, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses (aneurysm diameter 57mm). On (B)(6), 2020, a type ia and type ib endoleaks on both sides were identified. It was also stated that the trunk-device has migrated distally, that the aneurysm had grown to 84 mm and that the endoleaks appear to have been caused by disease progression. Ii is assumed that the device migration contributed to the creation of all endoleaks. A reintervention with proximal and distal extension is planned, but no date communicated.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses (aneurysm diameter 57mm). On (B)(6) 2020, a type ia and type ib endoleaks on both sides were identified. It was also stated that the trunk-device has migrated distally of an unknown distance, that the aneurysm had grown to 84 mm and that the endoleaks appear to have been caused by disease progression. Ii is assumed that the device migration contributed to the creation of all endoleaks. A reintervention with proximal and distal extension is planned, but no date communicated.

Manufacturer narrative:
B5: updated. H6: code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and component migration.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Post-implantation computed tomography (CT) images, dated (B)(6) 2020, were provided to w. L. Gore & associates for evaluation. The imaging evaluation showed the following results: centerline reconstruction illustrates that the device is 11mm distal to the left renal artery. Centerline reconstruction illustrates what appears to be 18mm of proximal seal. Centerline reconstruction illustrating lack of wall apposition of the right common iliac, this would be consistent with a type 1b endoleak. Centerline reconstruction illustrating lack of wall apposition of the left common iliac, this would be consistent with a type 1b endoleak. Axial image illustrating lack of wall apposition of the right and left common iliac.

Event description:
It was reported that on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses (aneurysm diameter 57mm). On (B)(6) 2020, a type ia and type ib endoleaks on both sides were identified. It was also stated that the trunk-device has migrated distally, that the aneurysm had grown to 84 mm and that the endoleaks appear to have been caused by disease progression. A reintervention with proximal and distal extension is planned.